Event description:
It was reported that after using bd 20 ml syringe that the pt developed a fever. Blood cultures were drawn on this pt and tested positive for gram-positive bacteria. The pt received IV antibiotics as part of the hospital's routine anti-infection medical treatment. (B)(6) hospital also reported that while investigating the possible causes of the pt's fever, they observed that a black colored foreign material was found inside the barrel of one unused syringe. As of (B)(6) 2014, it was reported that the pt was in good condition.

Manufacturer narrative:
The sample is not available for evaluation, however a photograph of the affected product will be sent for investigation. Upon completion of the investigation, a supplemental report will be submitted.